Manufacturer narrative:
(B)(4). The device was returned to baxter, and an evaluation was completed. The increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be one or more cycle advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2014 at 20:55:14. During night drain cycle seven, the patient's ultrafiltration reading was 947ml, indicating the home patient (hp) drained 947ml more than their maximum programmed fill volume of 1500ml. No additional information is available.